Manufacturer narrative:
H10: the field service engineer (fse) ordered the centrifugal flow compressor for the device issue. In a good faith effort (gfe) response from the fse received on 26feb2024, it was confirmed that the centrifugal flow compressor was delivered and replaced to resolve the blower issue. The device was confirmed to have returned to full functionality by testing with a test lung. The device did not produce any further errors following the part replacement. The replaced part will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the blower was not functioning. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) ordered the centrifugal flow compressor for the device issue. This investigation is ongoing.